Event description:
The facility reports the resident was being transferred from a chair using the hoist. When the operator tried to lower the pt, the down button on the handset didn't function. The operator then bent down to operate the emergency lower button. As she did this, the pt slipped out of the sling and fell forward and hit her head on the mast top, as she fell to the floor. The pt sustained a bruised right arm, bruised forehead, skin tears on her forehead and around her eye sockets on both sides, a graze under the chin, and a left leg skin tear. The wounds were dressed and steri strips applied to the wounds around the eye. It was noted that all members of staff are told only to hoist pts when there are two carriers present, but in this case, only one carrier was present. The device was inspected and found to be in good condition. The device was tested; the down button on the handset was not functioning. There was no buckle on the sling waist strap. (B)(4).

Manufacturer narrative:
Additional info will be provided upon completion of the MFR's investigation.